Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during interrogation the pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery during chest surgery. The device was explanted on (B)(6) 2014.